Manufacturer narrative:
The manufacturer previously reported a ventilator was alarming for a high priority alarm condition and the device was rebooting. The device was evaluated by a third party service center and no malfunction of the device was noted. Preventive maintenance was done on the machine and the device functioned as designed.

Event description:
The manufacturer received information alleging a ventilator was alarming for a high priority alarm condition and the device was rebooting. There was no harm or injury reported. The device has not yet been returned to the manufacturer. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.